Manufacturer narrative:
The 28378ch shaft is bent slightly upwards. The right jaw has broken off where it was attached to the distal end of the shaft. There is rust like discoloration around both of the hinges and round the point of breakage. The instrument shows signs of wear. The date code on this instrument is bs (2/92); this instrument has been in use for approx 15 years. The condition of this instrument is consistent with damage caused by long usage and mechanical overload.